Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer, sl0¿, 63 cm length, 8f was returned for investigation. The soft grey tip of the sheath had been torn and detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn soft grey tip is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a detached sheath soft tip on the introducer.